Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting focusing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have the idler gear was missing, the front (negative) lens was detached, there was discoloration of the housing, and transmittance test failure. The complaint regarding focusing issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the left/right rotation of the 30-degree endoscope was not correct and the endoscope made noises (crackle/squeak). A backup endoscope was used to proceed. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved with non-intuitive movements (reversed control of the endoscope despite correct alignment and installation).

Manufacturer narrative:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy procedure, the left/right rotation of the 30-degree endoscope was not correct and the endoscope made noises (crackle/squeak). Based on the claim against the product by the customer noting the left/right rotation of the endoscope was not correct, an investigation is in progress. Isi has received the endosocope involved with this complaint; however, the evaluation is not completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the 30-degree endoscope (part number 470057-08, serial number (B)(4)) associated with this event has been performed. Per logs, the 30-degree endoscope was last used in a procedure on (B)(6) 2022 via system (B)(4). The endoscope had (B)(4) remaining usable lives after this last procedural usage. This complaint is reportable malfunction event due the following; it was alleged that the endoscope left/right rotation was not correct. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Complaints are tracked via the qms processes.